Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. No unexpected critical pump errors (open book image) were noted during testing. After further examination of the unit¿s interior, found signs of previous moisture presence and corrosion on some components located at the top of the underside of electrical board. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. In addition to this, there's an additional crack in the battery threads that runs horizontally from the belt clip rails across the side of the unit to the front. Also the left part of the display window cover is missing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error. The blood glucose level was unknown at the time of incident. Troubleshooting was not performed for critical pump error. The insulin pump will not be returned for analysis.